Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported. No additional information was available at this time.

Event description:
New information reported stated that the pulse generator was explanted and replaced on (B)(6) 2015. The patient stable post surgery.